Manufacturer narrative:
Despite requests, no additional information concerning this event was provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing of noise on the pace/sense channel which caused pacing inhibition with an unknown duration of asystole. Patient had pre-syncopal symptoms but this did not correlate to any stored noise episodes. Testing was unable to reproduce any noise and the physician thought it may have been due to an external source. All lead diagnostics were normal and no changes have been made at this time. The rv lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated surgical intervention was performed and the right ventricular (rv) lead was abandoned and replaced. No additional adverse patient effects were reported.